Event description:
It was reported that the device was showed alert messages on the display screen upon the user's routine morning check of the device. This message indicated that an internal malfunction had been self-detected. The display indicated defib error 11. There was no pt involvement.

Manufacturer narrative:
Evaluation summary: testing confirmed the reported complaint of the display of a self-detected internal malfunction (defib error 11). Investigation isolated the problem to a particular circuit board, and analysis determined that the malfunction was caused by a failed ic (integrated circuit). The affected board was replaced. A secondary finding during visual examination found the case to be cracked, suggesting that the device was dropped. The cracked case was replaced. After repairs, the device passed acceptance testing and was shipped back to the customer.